Event description:
Litigation papers allege patient suffered acetabular cup detachment, disconnection, creation of metallic debris and/or loosening, pain, inhibition of the ability to walk, unnecessary and additional surgery and/or other injuries presently undiagnosed. **update** ((B)(6) 2012) - patient fact sheet was received. The part/lot numbers, doi and side have been updated. There is no new information that would change the outcome of the investigation. **update: (B)(6) 2013 sales rep report that the patient was revised because of pain, signs of fretting on the stem sleeve junction. There was slightly milky fluid.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).